Manufacturer narrative:
Device received with cracked and bleeding lcd glass, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call that he woke up to his screen cracked along the top and side. Customer's blood glucose was 225 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.